Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/11/2023 it was reported by a sales representative via sems that an ar-8332h shaver handpiece is failing to not lock disposables into place. This has been tested with different shavers and burrs and has not locked onto the disposable causing it to fall off while inside a patient. This was discovered during a procedure.

Manufacturer narrative:
The handpiece was subjected to functional testing. The cavity of the handpiece was inspected for damage or particles that could obstruct the connection to the disposable attachment. None found. A new handpiece attachment and a known good handpiece disposable tester shaver attachment were each inserted into the device. The attachment was fully seated and verified by the audible "click" and by observing the locking pin slide back and forth locking the attachment into place. Each attachment remained connected when pulled by hand and only released when the locking pin was pressed down manually to unlock. No other issues were noted during testing of either handpiece disposable attachments. Based on the investigative findings, the reported event could not be reproduced and the complaint is not confirmed. Note: no attachments or other devices were returned with the shaver handpiece in reference to this complaint.